Event description:
The trigger on the handpiece was sticking during testing. There were no adverse consequences, no associated procedure, no patient involvement, and no medical intervention reported for this event. (B)(4) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).